Event description:
(B)(4). I have continuous pain in my pelvic area. The cramping makes you want to just curl up in a ball. It was so bad last month that I just wanted to cry. Since I got essure, I get yeast infections 1-2 times a year and never had them before essure. I started getting migraines and have had to miss work due to this, I didn't have them before. I have a taste in my mouth that tastes like metal. And the pain in my hips is horrible. My body aches all over some days you don't want to move again. I shouldn't have to take 12 (B)(6) a day just to function with some pain. All of this right after I got essure. I will get it removed, so I can have my life back and I hope there are no other problems from this.